Event description:
On (b)(6) 2026, a patient underwent a femoral artery stenosis procedure iliac artery aneurysm via angiography using a Fluency Plus Endovascular Stent Graft. During stent deployment, the Fluency stent failed to fully deploy. The delivery system detached and became loose, resulting in unintended stent movement during attempted deployment. There was no reported patient injury.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22, 2026 to July 27, 2026. As the lot number for the device was provided, a review of the Device History Records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.